Event description:
Field service engineer (fse) assisted customer through troubleshooting on the phone on (B)(6) 2011 for a partial aspiration error or low events issue on a lh 500 hematology analyzer which was reported by the customer on (B)(6) 2011 when the fse discovered that the diff sample line was disconnected from bottom fitting of the flow cell. This report is for the potential biohazard exposure caused by the assumed leak from the diff sample line which was documented on (B)(6) 2011. Please see medwatch #1061932-2011-02511 for the partial aspiration error report which was reported by the customer on (B)(6) 2011. No injury or exposure to an assumed leak was reported and patient results were not affected as a result of this event. Fse instructed customer to reattach the tube and verify the system over the phone on (B)(6) 2011. Fse went on-site on (B)(4) 2011 and found the system working. Fse inspected the tubing at both ends to verify a secure fit and was unable to reproduce the partial aspiration errors. Fse feels the partial aspiration error or low events reported on (B)(6) 2011 may be a sample related issue but proceeded to remove the blood sample valve (bsv), cleaned the pads and alignment bar, replaced the air pump, ran latex and adjusted the scatter closer to spec. Fse verified repairs per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).